Event description:
Staff noted debris of unknown origin during setup and inspection of cardinal health special procedures pack. The tray was discarded, but I have the cup with debris in my possession. Pack reference # sandhspcfa, lot # 541953, exp. Date 3/1/2022. Supply chain was notified and sent pictures. A representative of cardinal health is to pick up the cup w/debris and return it to the company tomorrow. Of note, this is the 4th tray in a month to have findings and were subsequently discarded.